Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported receiving an alert to risk of rebreathing co2. The unit was in clinical use however there was no patient impact.

Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020 the customer reported they believed the alarm was a result of user error and there was no product malfunction. The customer swapped the ventilator out and educated the staff on the user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. This complaint has been determined to be not reportable to the FDA as there was no device malfunction. Philips authorized technical representative able to verify and validate the device functioned to specification with no malfunction noted. The event did not result in an adverse event of any nature. Likelihood of use error in this nature resulting in harm has been assessed: use error of this nature is not likely to result in death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.